Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was confirmed during inspection. According to received information, the separation of the metal part connecting the user interface and the patient unit was related to a collision with other equipment. The replacement of the handle for servo-u solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The reported issue was confirmed by provided photos. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to another device.

Event description:
It was reported that the ventilator's part connecting the user interface and the patient unit was broken. There was no patient harm. Manufacturer's ref. #: (B)(4).